Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a diagnostics anomaly. The device was reprogrammed and remained implanted. The patient was in good condition post procedure.